Event description:
The customer reported a detergent tank overflow from the au5800 clinical chemistry analyzer. The customer indicated that the leak was not contained within the instrument and detergent leaked onto the floor. The customer was wearing gloves at the time of the event and no injury or direct exposure with the leak was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
(B)(6). A beckman coulter customer technical support (cts) assisted the customer with troubleshooting over the telephone and informed the customer that this is a known issue. Cts advised the customer to reference the material safety data sheet (msds) and to clean the spill. A field service engineer (fse) was not dispatched to the customer's site for this incident. Failure mode of the event is attributed to a software issue. A field safety notice has been sent to all affected customers informing them of the issue and actions to take. Beckman coulter will correct the software error in a future software release. Beckman coulter internal identifier for this report is (B)(4).